Manufacturer narrative:
No details of an alleged injury have been provided. Manufacturer received a letter that consumer was ejected onto the ground and/or objects. No details of the event were provided. It is unknown if user was wearing a seat positioning strap as recommended by manufacturer. This complaint appears to be the result of a malfunctioning stability lock. If the stability lock feature does not engage properly, the chair may tip. Invacare has initiated a voluntary field action (B)(4).

Event description:
The consumer's brother alleges the consumer was ejected from the chair onto the ground, resulting in bruises, scrapes, and cuts. No serious injury is alleged.